Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Subsequently, the device was explanted and replaced. The device is not expected to be returned. No additional adverse patient effects were reported.